Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. Sometimes post the procedure, a catheter fracture was discovered. The fractured tip was located in the atrium and was retrieved. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter in two segments were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial compound break was noted on the attached catheter approximately 5.7cm from the distal end of the cath-lock. A complete compound break was noted on the distal end of the attached catheter that appeared elliptical in shape. The distal catheter segment was returned and measured approximately 19.0cm in length. A complete compound break was noted on the proximal end of the distal catheter segment that appeared elliptical in shape. The edges of the partial compound break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth on both regions. Splits were noted on the border of both regions. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other region. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other region. Splits were noted on the border of both regions. Therefore, the investigation is confirmed for the reported fracture, material separation and identified wear and deformation issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the investigation is inconclusive for the reported migration as the exact circumstance at the time of the reported event was unknown. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the MRI powerport isp. On (B)(6) 2025, sometimes post procedure, a catheter fracture was discovered. The fractured tip was located in the atrium and was retrieved. The current status of the patient is unknown.